Event description:
It was reported that during use of the iab, it kinked and could not be flushed. The iab was removed and replaced without any complications.

Event description:
It was reported that during use of the iab, it kinked and could not be flushed. The iab was removed and replaced without any complications.